Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 05-may-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving sufentanil 50mcg/ml at 5mcg/day via an implantable pump. The physician reported the patient was reporting less pain relief over the past year so they tried to do a dye study and failed. The catheter didn¿t aspirate at spinal side of catheter, unknown why. The physician then started to decrease his medication in the pump and patient didn¿t notice a difference so he replaced the catheter and pump. The diagnostics and troubleshooting performed was dye study (aspiration attempt failed) and lowering patients dosing and no withdrawals. The actions and interventions taken to resolve the issue was a new pump and catheter were implanted. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.